Event description:
Same case as MDR ID# 2134265-2014-02052. (B)(4) study. It was reported that a vessel narrowing occurred. On (B)(6) 2014, subject presented due to recurrent unstable angina. During target vessel revascularization (tvr), narrowing of the 1st diagonal branch noted post dilatation with 3 mm x 12 mm nc quantum apex balloon catheter. Subsequently a 2.5 mm x 8 mm non bsc balloon catheter used to cross the vessel but failed to cross the lesion. The 70% proximal edge restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty and placement of 5 mm x 12 mm non bsc drug eluting stent. Following post dilatation, residual restenosis was 0%. The 70% distal edge restenosis of the previously placed study stent located in the distal lad was treated with balloon angioplasty and placement of and 3 x 12 mm non bsc drug eluting stent. Following post dilatation, residual restenosis was 0%. The 90% stenosis located in the 1st diagonal was treated with balloon angioplasty and following post dilatation, residual restenosis was 50%. One day after the procedure, the event was considered resolved without residual effects.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).